Manufacturer narrative:
This case, with patient identifier cn-(B)(6), is related to case with patient identifier cn-(B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl (guide me) and 290 mg/dl (aviva plus).